Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. The date of the event is an approximation. It was reported via maude report the patient experienced an alert/notification issue on (B)(6) 2025, the patient awoke experiencing severe symptoms including shortness of breath, nausea, extreme disorientation, visual disturbances (¿seeing stars¿), and weakness. The patient reported a blood glucose (bg) level of 30 mg/dl at the time of the event; however, it was not specified whether this value was obtained via continuous glucose monitor (cgm) or a blood glucose meter. The patient stated that no low glucose alert was received through the dexcom mobile app, despite the critically low glucose level. The patient expressed significant concern and frustration, stating that the situation could have resulted in ¿shock or a coma.¿ there was no documentation of treatment administered, or medical intervention sought at the time of the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172358 diabetes mellitus is a known cause of hypoglycemia.